Manufacturer narrative:
Corrected. The fse replaced the data acquisition (da) pcba to motor controller (mc) pcba cable and installed the mc pcba retention bracket to resolve the reported issue. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened. Multiple attempts were made to follow-up with the customer to obtain patient information; however, there was no response. If additional information is received at a later date, this complaint will be re-opened and re-evaluated accordingly.

Event description:
Customer reported that the unit has multiple error code messages. It is unknown if device was in use with a patient.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the unit has multiple error code messages. The customer reported there was no patient involvement.